Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the rf head failed uplink functional tests. The rf head cable was found out of electrical specification. Analysis also found that the rf head lens was cracked. (B)(4).

Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.